Manufacturer narrative:
The reported events of high capture threshold and noise were confirmed. Final analysis found that the insulation was abraded at 17.0 to 17.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturing reference number: 2017865-2020-16220. It was reported that the right ventricular lead exhibited noise and high capture threshold. The lead was explanted and replaced. It was noted that the right atrial lead was capped and replaced on (B)(6) 2013 for unknown reasons. The capped lead was removed along with the right ventricular lead due to MRI compatibility. The patient was in stable condition.